Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was 435 mg/dl. Reportedly, the customer went to the emergency room where bg was treated with insulin. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.